Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of excessive thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were air bubbles located in the cartridge. The reporter reviewed the patient¿s handling of the cartridge and found that the patient was not cycling the cartridge plunger correctly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event with an indication of use error of the device contributing to the event.